Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed and revealed that water would not flow through the millipore filter. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the operator of the device was unable to prime the interlink set. Priming was attempted, but there was no flow. There was no patient involvement. No additional information is available.